Event description:
It was reported that the during implant, the lead exhibited helix anomaly and soon after implant the lead dislodged. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.